Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a fortrex hp pta balloon with a 6fr sheath and an 035 non-medtronic guidewire during treatment of the patients biliary artery. There were no abnormalities reported in relation to anatomy. Embolic protection was not used. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU was followed and the device was prepped with no issues noted. A non-medtronic inflation device was used, connected as per IFU with a 50% contrast 50% saline used. The device did not pass through a previously deployed stent. No resistance was noted during advancement. Excessive force was not used. It was reported an 8mm balloon was utilized, but there seemed to be a discrepancy between the size indicated and the actual size perceived (6mm). Physician inflated balloon up to 20atm but still did not reach the size of 8mm. The device was safely removed from the patient. Patient already discharged. No patient injury reported.

Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state. The device was flushed. A 0.035¿ guidewire was loaded, and the balloon was inflated to its nominal pressure of 9atms, and the approximate balloon outer diameter was measured as 7.3mm along the balloon length. The balloon was then inflated to its rated burst pressure (rbp) of 20atms, the approximate balloon outer diameter was measured as 7.8mm along the balloon length. The balloon outer diameter measurements on the device returned for evaluation were within spec per the device label. Image analysis: the customer returned four procedural images. The images show an inflated balloon in the patient¿s vasculature. There are various balloon outer diameter measurements ranging from 6.4mm to 6.8mm marked on the image. Measurements taken are perceived and not measured by a calibrated measurement device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.